Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 12mm was returned for analysis. A visual and tactile inspection identified multiple kinks along the hytpoube shaft. A visual examination of the balloon identified a longitudinal along the main body of the balloon. A microscopic examination revealed the inner lumen located inside the balloon material was stretched. A detailed microscopic examination of the balloon material identified a longitudinal tear 11mm in length going from the proximal to the distal end of the markerbands. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.